Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that the patient faced an infusion set cannula bent on (B)(6) 2024. Event occurred on the first day of use. The insertion site was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.